Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, the blade of the 1st device was broken off outside the patient. No pieces were left inside the patient. The 2nd device became not to be activated with the hand switch. It was unknown which error code was displayed. The doctor commented that the device had not clamped something hard such as clips or staples. Another competitive device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When the information is received, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information: device a was returned in good physical condition. The device was tested with a generator and was functional; the hand activation buttons worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. Device b was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade